Event description:
Customer called to report sensor issues on the insulin pump. It was reported that the insulin pump alarmed no delivery. Customer stated that when she removed the infusion set she found the cannula was kinked. Customer's blood glucose reading was 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.